Event description:
MRI left me with long term tinnitus that disrupts my life. I had a lower back MRI done with a siemens magnetom altea at (B)(6). (The MRI center is run by (B)(6) according to the bill.) I wore nrr 33 db earplugs as well as nrr 30 db earmuffs. Immediately after the MRI, I noticed an altered hearing threshold. As the day went on, I noticed more and more ear ringing. The hearing itself returned to normal. However, it has now been over two months and the ear ringing has not subsided. I would not have had the MRI if I knew this would be the outcome. It is extremely frustrating and depressing that my quality of life is most likely permanently worse. When there are quieter MRI systems on the market (such the canon vantage galan), machines that are exceedingly loud should be banned. At the very least, db ratings should be provided to the consumer so we can make informed decisions.